Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicates that this lead was not successfully implanted due to whisper wire would not come out of the lead after a few attempts were made. The physician pulled the lead out and the wire would not come out of the distal portion of the lead.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. A bent guidewire was returned stuck in the lead. The guidewire extends beyond the lead on each end and could not be pulled out through the terminal end. Due to the bends in the proximal end of the guidewire (outside of the lead) it could not be pulled out through the tip. The bent end of the guidewire was cut off of the lead, and the guidewire was pulled out through the tip. Furthermore, the guidewire was damaged. The bunching/deformed coils of the guidewire coils did not allow the guidewire to be moved proximally through the lead. Laboratory analysis did identify characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicates that this lead was not successfully implanted due to whisper wire would not come out of the lead after a few attempts were made. The physician pulled the lead out and the wire would not come out of the distal portion of the lead.